Event description:
The legal complaint states that the individual became allergic to latex as a result of exposure to and the wearing of latex medical gloves used in the performance of the job duties.